Event description:
It was reported that the sensor cannula retracted. The caller did not know the blood glucose reading. The caller stated that it was unlikely that the sensor had fractured, and the issue was most likely the result of a sensor cannula retraction. The caller confirmed that the sensor did not remain in the user's body. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.